Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0001097691, medical device expiration date: na, device manufacture date: 29-jul-2017; medical device lot #: 0004167973, medical device expiration date: na, device manufacture date: 19-dec-2020.

Event description:
It was reported that the bd non-vented male ll cap had a different color. The following information was provided by the initial reporter, translated from korean to english: the customer (bd) that the color of stylet cap from carefusion is different.

Manufacturer narrative:
H6: investigation summary: a complaint of discoloration of the non-vented male luer caps was received from the customer. Photos were provided by the customer for investigation. In the photos the component can be seen. Since no physical samples were available for review, the defect cannot be confirmed. The lots 0001097691 and 0004167973 were manufactured by vyaire. The molds have now been moved to the north american molding center (namc), and DHR information could not be obtained from vyaire. A review of quality notifications was performed by namc with no record of discoloration being reported since molding of this component began. Namc will be monitoring this defect in the event of occurrence through the visual and first piece inspection controls placed in production.

Event description:
It was reported that the bd non-vented male ll cap had a different color. The following information was provided by the initial reporter, translated from korean to english: the customer(bd) that the color of stylet cap from carefusion is different.